Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 419 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the customer has had bent cannulas in the past. Troubleshooting assisted customer in performing a prime and blood was found on the cannula. Customer indicated that he will monitor the pump and call back if issues persist.